Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states the extension tubes broke off from the catheter. The catheter was replaced with a new one. The initial catheter was implanted 1 year with 6 months in the patient when the incident occurred.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.